Event description:
It was reported that the device was explanted after an implant duration of approximately 0.5 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that during a lap colectomy procedure, the dr. Was using a 12mm trocar. After several entries of 5mm instruments, the xcel started leaking air at the valve. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.